Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that the device was explanted due to pocket erosion. Patient was stable before, during and after the procedure.